Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a dialysis catheter had allegedly kinked and would not allow flow. There were no other complications. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. The lot met all release criteria. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. Investigation summary: the device returned was one d/l hemostar xk vas-cath 23cm catheter with surecuff complete. Examination and functional testing of the sample were performed and a permanently deformed section was found on each of the extension legs which is consistent with deformation due to clamping, therefore the investigation is confirmed for (B)(6) - catheter kink. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that a dialysis catheter had allegedly kinked and would not allow flow. There were no other complications. There was no reported patient injury.